Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. Two catheters were used in this case. The reporter for this MDR could not determine if the catheter in this MDR or the first catheter was related to the phrenic nerve injury. The first catheter used for this patient will be reported as MDR 1225698-2018-00027.

Event description:
A pvi procedure was performed and the patient had phrenic nerve paralysis. There was no prolongation of hospitalization. The patient's current status is unknown as of this report.